Manufacturer narrative:
Rmi requested additional details from the reporting office (patient information, date of occurrence of infections, specific lot numbers or rmi needles used) at the time of the initial contact on (B)(6) 2011, but none were provided. Two subsequent attempts to contact the office for additional information were unsuccessful and details were again requested, but none were provided. The evaluation (method, results, and conclusions) indicate that the codes for this event are unspecified by FDA. Because the reported devices were not returned to rmi for evaluation and no lot numbers were provided, rmi's evaluation was limited to a review of the device history records (including sterilization records) for the last three nac-1820mll biopsy needle lots ordered by and shipped to dr. (B)(6) office. This review concluded that these three lots were sterile when placed into inventory and found no nonconformances associated with the manufacture of the lots related to sterilization. No other patient infections have been reported to rmi in association with the use of nac-1820mll biopsy needles from the last three lots shipped to the reporting office. However, because no lot numbers were provided and no devices returned, a complete investigation cannot be performed and no true conclusion can be drawn.

Event description:
A representative (B)(6) from (B)(6), md's office (B)(6) contacted rmi on (B)(6) 2011 and stated that several patients had recently been diagnosed with e. Coli infections following prostate biopsies performed in their office with rmi biopsy needles. These reported infections occurred within 3-4 days of the procedure and were resistant to oral antibiotics and the patients were hospitalized to receive IV antibiotics. Some patients had become septic. The office representative stated that they routinely change the rectal probe and sterilize it prior to use with each patient and that fresh biopsy needles are used with each patient. The representative stated that their staff had reviewed the way the procedure was performed in their office with dr. (B)(6) in an effort to determine whether the infections might have been caused by how they were preparing for and performing the biopsies and it appeared that the procedures were being performed correctly; therefore, they were looking into equipment/devices used during the procedure, including rmi's biopsy needles, to see if the needles used on patients who became infected may not have been sterile.